Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with an electrode issue suspected as the root cause for the observed issues. At a later date, the electrode was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 25 mm from the terminal pin, in the area distal to the sensing electrode. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as available programming options, with an electrode issue suspected as the root cause for the observed issues. At a later date, the electrode was explanted. A new device was implanted. No additional adverse patient effects were reported. The device has been received and analyzed.